Event description:
Per medwatch mw5117000: the anesthesia cart screen that displays the ventilator settings went blank and would not turn back on after troubleshooting. A transport ventilator was brought to the room and the patient was switched from the anesthesia cart to the transport vent. Clinical engineering replaced faulty monitor. No visible wear/tear of machine, no error code to describe why unit was faulty or powered down.

Manufacturer narrative:
The end user replaced the monitor to resolve the issue. Block a: no patient information provided to date after calls to customer (B)(6) 2023. G2 report source other: medwatch mw5117000. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.